Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional (hcp) reported after injection with 0.1cc of juvéderm¿ voluma¿ with lidocaine in the nose and right cheek (inferior to malar bag laterally), patient developed blanching, mottling, and purple/red discoloration in the right cheek (some extension towards right side of nose) immediately following the injection. There were no concerns with patient¿s vision. Hcp noted ¿no aspiration on injection.¿ injection to the nose had no immediate issues until after patient was injected under the right cheek malar bag. In addition to immediate blanching, patient developed ¿levido the dusky colour over cheek;¿ and1500iu hyaluronidase was immediately injected (flooded cheek) and warm compress, nitro paste, 162mg asa, 25mg benadryl were provided. Hcp also noted, ¿purple, red extended over cheek and up r side of nose. 30 minutes later 1500iu additional hyaluronidase injected. Cap refill 1-3 secs but inferior cheek 3.5-4 seconds. Another 1000u of hylase injected. Cap refill 1-3 secs throughout, no visual change/pain/headache. Perla. Good eom d/c home, prednisone 50mg.¿ hcp spoke with patient via facetime every 1 ¿ 3 hours. No concerns at the time. Later, hcp noticed ¿improved erythema. Cap refill in inferior cheek 3.5 secs. 500u hylase injected every 1 hour x 2. Cap refill 3 secs. Some sloughing over small area of cheek. D/c with cephalexin 500mg qid x 7 days, stop prednisone d/c/. Ativan 1mg for anxiety.¿ symptoms have not resolved at this time.